Manufacturer narrative:
(B) (4) (required intervention). (B) (4): evaluation results and conclusions: (arterial trauma/ dissection). (Access vessels were calcified and small in diameter).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 16 mm long and straight. The access vessels were calcified and small at 6 mm in diameter bilaterally. The proximal left common iliac and left external iliac were stenosed. The procedure was done under local anesthesia. It was reported that after the bifurcated stent graft was implanted the stent graft was pulled down approximately 1 cm below the renal arteries resulting in a type I endoleak on the final angiogram (see MFR # 2953200-2010-00440). This was due to the fact that the patient was not able to hold his breath which caused the stent graft to be placed low. A proximal cuff was placed; however, one of its proximal bare springs landed in the left renal artery . No intervention was performed for the spring landing in the renal artery. After the contralateral limb was implanted, the right external iliac artery was noted to have a dissection, which was repaired with a self-expanding stent (MFR # 2953200-2010-00441). No additional clinical sequelae were reported and the patient is fine.